Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing ,packaging process and final product release had been fulfilled and met the requirements. Nonconformity was raised during lot production but the nc was related to another issue - incomplete weld. No nonconformity had been registered during sterilization process of the mentioned lot. No other complaint has been received on the lot. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092 . Manufacturing site: 3005778470.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
Patient has stated "when you pull the package apart, it is ripping the paper instead of separating and it goes everything and then it is hard to get the catheter out without spilling the fluid."